Event description:
It was reported that the pt developed an infection. The pump was removed without manufacturer support. The pump contained morphine; the dosage and concentration were unk. Pt's status was unavailable at the time of report. Additional information has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4).